Manufacturer narrative:
This product was included in a field action. Based on the information received, and without the return of the product in its entirety or the receipt of performance data, and/or completion of analysis, it could not be determined at this time if this product performed as described in the field action. Concomitant product: 5076-52 lead, implanted: (B)(6) 2006.

Event description:
The patient reported being shocked 32 times at home, then after going to the hospital was shocked 44 times. The patient noted having "bad wires." Follow-up with the physician's office was unable to determine any additional relevant information at this time. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.